Event description:
During procedure described as nasal reconstruction for nasal septal defect, the tip of a rongeur broke inside the pt's nose. The piece was retrieved, and the procedure was completed without further incident.